Manufacturer narrative:
The lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after dislodgement of this right atrial (ra) lead surgical intervention was performed to explant and replace the lead. The lead was replaced with an active fixation lead. No adverse patient effects involving the procedure were reported.